Event description:
It was reported the patient was ¿leaking bad¿ and the patient clarified there was a hole where the incision was for their implantable neurostimulator (ins) and blood was leaking out of there. It was noted the patient¿s doctor fixed that on (B)(6) 2014. Reportedly, the patient¿s implantable neurostimulator (ins) was turned off before the surgery and turned back on after the surgery.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va08f1l, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).